Manufacturer narrative:
(B)(4). Additional summary: one complaint sample photograph was received containing batch details as product code nw849 lot b8003. Preliminary investigation performed through artwork verification revealed that this product was manufactured in 05/2018. Revision number of this artwork was *tmv05. Data source for this verification was approved artwork and associated batch records. Label artworks for product code nw849 were reviewed and it was identified that artworks for zipper lid and ceco box were subjected to revision in line with continual improvement program. These changes were approved, executed and implemented according to established change management process. From the above analysis, it is concluded that the product is genuine and there is no indication of incorrect components in the marketed product.

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw849/b8003 was reviewed for any process deviation but no deviation was observed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent an unknown procedure on unknown date in 2019. The needle configurations are found different on packs of suture. Pack 1 - 16 mm 1/2 circle round bodied & pack 2 - 17 mm 1/2 circle taperpoint. There were no adverse patient consequences reported.